Event description:
The manufacturer received information a trilogy evo ventilator reported to have a ventilator inoperative error and giving an audible alarm. There was no harm or injury reported. The reporter stated they are not able to power down the ventilator or silence the audible alarm. The reporter inquired if there was way to power down the device or silence the alarm. The reporter was advised the battery would need to fully drain in order for the device shut off, as there is not a way to silence it or power it down. The device was returned to the manufacturer's service center; however, device evaluation has not yet been completed. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.